Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient was hospitalized due to diabetic ketoacidosis (dka). The patient woke up with stomachache that lead him to vomit. His blood glucose (bg) levels were 14.5 mmol/l (261 mg/dl) before seeking medical attention. The patient arrived at the hospital with levels of 26.5 mmol/l (477 mg/dl) and ketones of 5.7 and was placed on a therapy of calcium, saltwater and infuse insulin as well for manual injections with pens. The pod was worn between 4 and 24 hours on the hip/buttocks. The day after admission, a new pod was placed on the patient's buttocks by the nurse and a correction bolus of 9.4 units was administered using the suggestion that the omnipod personal diabetes manager was given. His bg levels at that time: bg (mmol/l), (mg/dl): 23.6, 424.8 (correction of 9.4 units). 22.3, 401.4 (after 30 minutes). 22.2, 399.6 (another 30 minutes later). The nurse paused the pod and treated the hyperglycemia with insulin pen and administered 22 units of levemir to patient.